Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015 while vacationing in another country, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by the patient feeling sick. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to the patient not bleaching the shower head, but as this is not part of the supply packaging instructions, the cause is assessed as unknown. On unreported date(s), the patient was treated with ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.